Event description:
It was reported that stent dislodgement and aborted procedure occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.50 x 16mm synergy ii drug eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon and was stuck inside the guide extension catheter. The stent and the guide extension catheter were removed together, and the procedure was aborted. No patient complications were reported.